Manufacturer narrative:
The investigation for automated impella controller - shutdown and restart issue has been completed. The data logs were reviewed finding that the pump and console had run as expected when the console turned off and on without any precursors or warning signs. The console rebooted and triggered an unexpected controller shutdown alarm and the pump was restarted but then quickly removed from the console. As noted in the complaint description, the console was unplugged from alternating current (ac) power before the console restarts, but there is no evidence in the logs of the console being plugged back in. The console was returned for investigation but the failure mode was not reproduced. The console ran a pump while having the ac power disconnected and connected repeatedly without triggering a reboot. Additionally, there was no signs of any cables or connectors malfunctioning that could have contributed to the shutdown. The cause of the unexpected reboot was not determined since the failure mode could not be reproduced.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported after the patient was successfully mobilized, the power plug of the console was pulled to mobilize the patient across the corridor. After mobilization, the power plug was plugged back into the socket, the automated impella controller (aic) screen went black. A continuous alarm was heard. However, after unplugging the mains plug, the aic immediately resumed battery operation without any problems. The aic was changed without any problems. There was no report of harm to the patient.